Event description:
Although I had discomfort and some odd symptoms right after receiving memory-gel silicone breast implants, I did not begin to associate these to the implants for several months. During (B)(6) 2011, I began to lose vigor. By (B)(6), I was struggling with painful and tender breasts, increasing and ultimately debilitating fatigue, muscular weakness, severe headaches, and a very weak immune system, just to name a few. I returned to the plastic surgeon who had done the surgery. He tested me for silicone sensitivity (which was affirmative), asked me to monitor the situation and return to see him if the situation continued to deteriorate. As my condition worsened, I took leave from my job and became bed-bound; often bed-bound. In order to rule out any other causal factors, I went to see my family doctor for examination and a thorough blood workup. There were no conclusive findings so I returned to my surgeon on (B)(6). I described my symptoms and progressive decline and set forth my rather extensive auto-immune history. (Which I now understand made me a very poor candidate for silicone breast implants.) After examining my breasts, the surgeon stated that the implants had become a "significant health issue" and had to come out. He offered his next surgical opening. By the way, dr. (B)(6) is an awesome and just man, evidenced by the fact that he did not even charge me for the explant surgery of (B)(6). I am elated that I am already experiencing improvement - just a day later. My primary concerns with the silicone breast implants are: the initial paperwork should affirm that the implants are not recommended for individuals with auto-immune disorders. Mentor has posted this warning in the exhaustive document they offer on-line, but you really have to be looking for it. Every prospective candidate for implants should be tested for silicone sensitivity before the surgery. Surgeons must be advised - that in individuals whose bodies cannot tolerate the silicone - there is vital need to perform the "en bloc" surgical procedure with a capsulectomy. The implants made me very ill, but I am greatly blessed with a wonderful doctor, so that I was spared going from doctor to doctor.